Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that a cable failure caused a communication failure, resulting in images not being displayed. The event can be detected by following the instructions for use which state: ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the no image occurred when the device was connected to the cv-190 processor, there was no camera image, no error code, just a black image displayed. A known working camera cable was fitted to the camera head and the camera passed all tests. This investigation is still ongoing. A supplemental report will be submitted upon completion of the investigation or if any further information is provided by the user facility.

Event description:
The customer reported to olympus, during their routine maintenance the camera head was found to have a damaged cable. The device was returned for evaluation and during the evaluation it was determined that the following reportable event was identified; no image caused by a fault in the camera cable. There was no procedural or patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.